Event description:
The customer reported 20 ml of cleaner leaked under the coulter lh 500 hematology analyzer after the startup cycle was completed. The leak was not contained within the instrument. The customer was wearing gloves, goggles and lab coat. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found a cut tubing at pinch valve 37 (pv37) causing clenz to leak between cycles. The fse replaced all tubings at pv37 to resolve the leak. The instrument was returned to normal operation. (B)(4).